Manufacturer narrative:
(B)(4). G2: foreign - this event occurred in india. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the anchor could not be deployed properly. There was no patient injury as a result of the malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. The reported event is not confirmed. Visual examination of the returned product identified the device has been cycled 2 times and the suture was returned outside of the needle. The flexible sleeve is at the tip of the needle as well. There were no anchors returned with the device. There is no flashing observed and the black push button is visually conforming to the print. Also cycled the black push button and no issues were noted. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.